Event description:
It was reported that the patient had revision surgery due to poly wear. Surgeon removed poly and implanted a new poly, but it would not lock into the cup. So surgeon had to revise the cup.

Manufacturer narrative:
(B)(4).